Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: the user managed a critically ill patient with multiple infusions, including phenylephrine, vasopressin, fentanyl, propofol, insulin, kpo4, mgso4, and antibiotics. Throughout a 12-hour shift, the user frequently dealt with air in line" alarms changing IV tubing for the emergency line fentanyl and kpo4. Despite ensuring no air in the lines micro bubbles reappeared. The fentanyl alarm caused the patient's saturation to drop to 88-89% requiring IV pushes and tubing changes. The issue recurred after 30 minutes necessitating increased fio2 and peep settings. The second phenylephrine bag also had downstream occlusion alarms leading the writer to shut off the line after multiple troubleshooting attempts."